Manufacturer narrative:
The reported event of insulation break was confirmed. A partial lead was returned in four pieces [connector portion (a) 8.0 cm, middle portion (b) 16.0 cm (stretched outer coil only), middle portion (c) measured 17.0/ 18.4/ 26.0 cm (outer insulation/ outer coil/ inner coil) with extraction tool stuck inside this portion of the lead and the distal portion (d) 21.0/ 35.8 cm (outer insulation/ stretched outer coil) and separated broken stylet]. Visual inspection found external abrasion breaching the outer insulation and exposing the outer coil at [35.0 ¿ 35.3] cm from the distal tip of portion c and [34.7 - 35.0] cm from the distal tip of portion d. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event. Other damage found was sustained during the procedure. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08167. It was reported that the patient presented for an unrelated procedure on a right ventricular lead. During the procedure an insulation break was noted on the atrial lead. There were no other electrical anomalies on the atrial lead. The atrial lead was explanted and replaced. The patient was stable following the procedure.